Event description:
Boston scientific crm received information that the insulation at the rate/sense portion of this right ventricular defibrillation lead was damaged during the device replacement procedure. The lead was extracted. No adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available. Should any additional information related to this event become available, this event will be updated.